Manufacturer narrative:
The steris account manager and service technician visited the facility and found the cycle had cancelled for uv light failure. The technician replaced the uv light sensor and hi-hat. A processing cycle was initiated, the unit was confirmed operational and returned to service. Following the service call, the account manager visited the facility and determined the employee subject of the reported event did not follow proper disposal procedures for s40 as outlined in section 3-4 of the operator manual. An in-service on proper use and handling of the system 1e and s40 sterilant was provided on (B)(6) 2013 by the account manager.

Event description:
The user facility reported an employee experienced a burn on her wrist when disposing an s40 cup after a cancelled cycle. The employee applied an over-the-counter burn ointment to the affected area. No medical attention was sought. The employee has no sustaining injuries.